Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient was started on antibiotics after the generator replacement surgery because the surgeon noted fluid at the time of surgery when the previous device was removed. The surgeon was not aware of it prior to the surgery. The surgeon cultured the fluid and the results came back with bacteria. The patient was then prescribed antibiotics. Patient was seen after three weeks and there were no signs of infection at that time. A review of device history records showed that both the lead and generator were sterilized prior to distribution.